Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient was diagnosed with an infection at the ipg site. The patient's scs system was fully explanted.